Event description:
It was reported that the tulip head of the bone screw broke midline during manipulation with the vertebral column manipulator while tightening the set screw. No patient complications were reported.

Manufacturer narrative:
(B)(4). The screw was returned for evaluation. Microscopic examination confirms one side of fixed angle screw head broken. The opposite side of the fas head reveals multiple thread crest and flank are damaged. The broken side threads are undamaged above the break, suggesting no issues with fas and set screw alignment during assembly. The downward direction of the thread damage on the unbroken side, in conjunction with tensile fracture at the base of the thread root; these findings are consistent to the damage noted on the set screw threads, with one side broken downward, and the opposite side broken upward. These findings suggest torsional overload during intraoperative assembly. A review of the device history records did not identify any applicable nonconformance to specification.